Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures and buttons were not responsive. The customer¿s blood glucose level was 9.5 mmol/l. The customer states they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The customer stated that self test did not pass. Customer states the scroll bar is not moving with no input. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. The keypad connector on electrical board 1 was locked properly during visual inspection. However, pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.